Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01362, -01363.

Event description:
Allegedly, patient was revised due to: elevated blood cobalt and chromium ion levels; metal tattooing of the pseudocapsule; large fluid collection; psoa muscle; straw-colored fluid; corrosion; left hip trochanteric fracture; anterior discoloration: left.